Manufacturer narrative:
A ge rep evaluated the system and adjusted the isolation transformer. The system operates as intended.

Event description:
The customer reported that system would not complete boot up. There is no report of pt injury.